Event description:
The customer reported that the screen is barely visible on the remote network station (rns or remote monitoring system). Customer has tried to adjust the settings, but that does not work to correct the problem.

Manufacturer narrative:
Issue with the screen duplicated and a replacement screen was sent to the customer.